Event description:
It was reported that this implantable lead was an attempted implant due to the helix getting stuck in the lead insulation, proximal to the electrode, and was not able to dislodge. No additional adverse patient effects were reported.